Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: a side by side anastomosis using a linear stapler and enterotomy was closed with the ta90. Five days later, the patient had a leak and was treated with a drain and antibiotics for one month. There was no re-operation, however, an unintended drainage tube and increased length of time in hospital resulted. The drainage tube was used with antibiotics. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy. Re-operation, conversion to open procedure, or extended operating room time. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. (B)(4). Additional information requested via email.